Event description:
The reporter stated that the surgeon was advancing a toric silicone single piece lens model aa4203tl in the injector prior to insertion, and the lens became stuck in the injector. No pt contact or injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical resident on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.